Event description:
It was reported that the 9600 system was slow to save images during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive, communication board, and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)